Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: dislodgement, hematoma requiring evacuation, infection, erosion, pain, unacceptable thresholds, inappropriate shocks, oversensing/noise, and inappropriate sensing and impedance values. The lead was replaced. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "biventricular defibrillator patients have higher complication rates after revision of recalled leads." Pace pacing clin. Electrophysiology. (B)(4) 2012;35(6):665-671.